Manufacturer narrative:
Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks outside of an isolated episode due to supraventricular tachycardia (svt). This device remains in service and will continue routine follow up. Patient was checked and medication was changed. No adverse patient effects.